Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump became unresponsive with a persistent blue circle on the display during a software update, and the paired mobile app intermittently indicated the device was in an unexpected mode; troubleshooting steps included force-closing and reinstalling the app, allowing the pump to cool off the charger due to warmth, pressing the sleep/wake button, and recharging, without resolution. Symptoms included no adverse physiological effects and no reported changes in blood glucose. Outcomes included device unavailability, discontinuation of use, and initiation of replacement. Investigation included remote technical troubleshooting and assessment of app pairing and firmware status. Investigation of this case revealed a device malfunction during the update process that resulted in system freeze and persistent error messaging, consistent with a hardware or firmware fault affecting the user interface and system restart functions. It was concluded that the cause was an update-related device malfunction.